Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a company representative (rep) reported that the lack of pain relief was first observed by the rep at the date of surgery ((B)(6) 2021). There were no direct reason determined as to why the catheter was not delivering drug. The catheter was an old model 8709 so this is commonly found with older catheters as they age. No cause of the event was determined.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# (B)(4) serial#, implanted: (B)(6) 2011, explanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 23-aug-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal dilaudid 10 mg/ml at 2.1 mg/day via an implanted pump. It was reported the catheter was replaced on (B)(6) 2021 and the return status was asked but unknown. It was noted the 8709 catheter was not delivering drug to the patient, so it was replaced with an 8784 and 8782. The patient was not receiving pain relief from the device. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked but unknown.